Manufacturer narrative:
No radiographs confirming the event have been received. Revision was performed to correct/remove the failed device. No product will be returned, no product information was given, and no further evaluation of the product can be completed at this time. It is unclear that fusion had occurred in time period associated with implantation. Patient activity at the time or prior to the event is unknown. Patient's bone quality is unknown. The degree of spinal instability is unknown. It is unknown if the patient complied with post- operative care instructions or sustained an impact of some sort. The root cause of this reported event has not been determined, but a cyclical fatigue failure may occur with long term implantation and spinal instability. Labeling review: "potential risks identified with the use of this device system, which may require additional surgery, include: bending, fracture or loosening of implant components... These devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."

Event description:
On (B)(6) 2013 patient received acdf at c6-7 with 2 levels of arthroplasty above and posterior fixation at c5-c6. On (B)(6) 2015 the patient underwent a planned revision surgery involving the posterior decompression of the lateral mass at c7 and extending posterior construct from c6 to c7. During this planned posterior revision it was discovered that the acdf construct at c6/7 had a broken inferior acdf plate screw. There was a solid fusion at c6/7 where the plate and screws were removed. The distal piece of the broken screw remains in the patient. Another acdf 2 level plate was placed above this,c4-c6 to stabilise the arthroplasties at these levels.